Event description:
The following event occurred during treatment of a right side aneurysm, 3 mm in height, 4 mm in width, and 3 mm in the neck. The matrix standard-2d coil broke during reposition. It was retrieved with an attractor-18.